Event description:
It was reported that the customer was experiencing keypad issues on the insulin pump. The customer stated there was trouble selecting buttons on the insulin pump. The customer stated that she did wear the insulin pump in the bra and did sweat. The customer stated that she noticed issues with the b, esc and act buttons. The customer was concerned but stated that at the time of the call the buttons seemed to be working fine. The customer's blood glucose was 245 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.